Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer reported a false nonreactive alinity I hbsag result on a (B)(6) -yr old female patient. Results provided: (B)(6) 2021 sid (B)(6) initial = (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I hbsag result included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as the testing site in china does not have the confirmatory assay for this product, therefore the complete testing algorithm per product labeling could not be performed. Review of trending reports for the alinity I hbsag reagent did not identify any related trends. Sensitivity testing was performed with an in house retained kit of lot number 22152fn01. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency of alinity I hbsag, lot number 22152fn01, was identified.